Event description:
Patient undergoing polyvinylpyrrolidone (pvp) procedure with surgeon using a boston scientific moxy green light laser fiber. During the first couple of minutes using this fiber, the fiber port overheated. The procedure was stopped until a new port could be opened and set up. Continued case with new laser fiber.